Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient had been unable to bolus all weekend. During the call, the reporter attempted a bolus and the ptm (personal therapy manager) showed code 8286 (empty reservoir) and the date on the ptm indicated (B)(6) 2021. Per the reporter, the patient was in the hospital at that time, and the patient wasn¿t scheduled for a pump refill until later this month. The reporter stated that they had not noticed an alarm, but during the call the reporter did hear a noise coming from the pump. The reporter was redirected to the patient¿s hcp (healthcare provider) to address the issue..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.